Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the lad. A grade e dissection was observed in the lad. This was not caused by a medtronic device. The dissection was treated with the implantation of two resolute onyx des in the rca. Another resolute onyx des was also implanted into the rca. Safety assessed the event as not related to anti-platelet medication but possibly related to the index device. The investigator assessed the event as not related to the index device or anti-platelet medication. The patient recovered.

Manufacturer narrative:
Two resolute onyx stents was implanted into rca for target lesion treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The grade e dissection occurred in the rca and not the lad. Two resolute onyx stents was implanted into rca for target lesion treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update received stated that 2 stent were implanted to treat the dissection, and not 3 as previously reported and the other stent was implanted to treat target lesion treatment. If information is provided in the future, a supplemental report will be issued.